Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the drawer 4.2 had failed. The field service engineer (fse) found that the half height drawer was not detected. The fse attempted to reseat the connections to the controller and restarted the unit, but the drawer continued to fail. The fse removed the half height enhanced drawer, replaced the controller boards, and updated the firmware. The drawer was then configured properly. After testing, the unit was confirmed to be working correctly. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main drawer 4.2 failed. The customer attempted troubleshooting by restarting the station and trying to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.